Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced.the received logs revealed several alarms at date of the event, pressure delivery restricted, expiratory minute volume low, peep low, leakage too high and check tubing. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check at the time of the event. The alarms generated indicates that a leakage situation occurred. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator generated alarms indicate insufficient ventilation. There was no patient harm. Manufacturer's ref. (B)(4).